Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow-up after receiving a vibratory alert. Upon interrogation, the left ventricular lead exhibited low impedance and high thresholds during a follow-up. The lead was explanted on (B)(6) 2014.